Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(4) 2011: the devices were used during a total knee replacement procedure. Also stated that the staples were not closing or forming on the skin correctly. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was initially reported that during an unknown case, the device was not catching to the skin. They had to redo the stapler. This was all the information provided.